Event description:
It was reported via repair work order that the siderail would not lock as the siderail handle was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.